Event description:
Report received of an underdelivery. The nurse reported that the pump was programmed to deliver 250ml of a unspecified solution at a rate of 500ml/hr. After 30 minutes, the nurse noted that 125ml remained in the solution bag. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.